Event description:
Adhesive from electro cautery return pad separating from pad. This is a potential for patient burns. Taken to materials management. This is a recurring problem with this product at this facility. Multiple products have been returned to the manufacturer. Multiple lots are affected. The problem continues. No patients have been injured, but there is a potential for injury. The manufacturer has not provided a reason for this failure or a way to prevent it from occurring.